Event description:
It was reported by a patient's relative that the patient with an implantable pulse generator system died five years after the implant of the system greater than two years ago. The relative reported that the patient was in long term care due to pneumonia and subsequently died. However, it was further reported that the patient grabbed at the area around the pacemaker and asked that the relative get a knife and cut it (the pacemaker) out. The relative questions the function of the system. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. There have been no contacts/reports since implant of the system five years ago until the daughter called recently with this report. Consequently, contact information to complete follow-up is not reasonably known. Therefore, further attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.